Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a device breakage; subsequently a leak was noted. The plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that an unspecified syringe was connected and tightened to an unspecified clave port of the tubing set for the delivery of hydrocortisone, via an unspecified route. At this time, it was reported that the fixed plastic just below the clave snapped on one side, leaving the clave still attached. It was reported that a considerable volume of solution leaked. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.